Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test. Customer's blood glucose level was 190 mg/dl at the time incident. The customer was assisted with the troubleshooting. The device will not be returned for the analysis.

Manufacturer narrative:
Pump passed the displacement test, sleep current measurement test and active current measurement test. Pump received with normal operating currents. No unexpected battery failed alarm noted. Pump received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.